Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a patient was placed on a propofol infusion for agitation and soon after it was initiated the patient became hypotensive. They indicated that the roller clamp was opened prior to the start of the infusion. When the patient became hypotensive the pump was manually turned off however the propofol continued to infuse with the pump turned off. There was no lasting patient harm.